Manufacturer narrative:
Concomitant medical products: 4023-58 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low impedance that had been decreasing continuously. It was also noted that the right ventricular (rv) lead had high pacing impedance that had gone up. As the leads had been in use for about twenty years, the lead issues were assumed to be caused by insulation damage which was caused by degradation over time. The leads remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.